Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was feeling uncomfortable stimulation. The patient started on december 11th they were feeling stimulation in the left knee to the vagina to buttocks. It was noted when the patient tried to lower stimulation the patient described seeing a ¿replace programmer batteries¿. The patient added it had happened 2-3 times year. The patient noted they increased stimulation about a month prior to the report. The patient thought she need to lower stimulation again. The patient stated they would replace the programmer batteries and lower the setting and see if that helped. Additional information from the patient on (B)(6) reported she replaced the batteries in the patient programmer. The patient mentioned experiencing pain and reported the pain was resolved after she turned stimulation down. It was confirmed the patient was referring to the stimulation in the left knee to vagina to buttock. There were no further complications that have been reported as a result of this event.